Manufacturer narrative:
Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment.

Event description:
It was reported that, during an office follow-up, the programmer had a red warning screen indicating the device had a patient data alert. Technical services suspects this is due to a benign memory bit-flip that occurred in the ram of the patient data buffer. Technical services advised that the original implant date will be permanently lost and replaced with the date that the device was setup. The patient recently received a left ventricular assist device, and this sicd system has been programmed off. There is no impact on therapy. There were no adverse patient effects. The device remains implanted.